Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient had a revision in 2013. The manufacturer representative was unaware of the reason for the revision and the hcp would have that information. The patient was alive with no injury. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.